Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient¿s device was still implanted, however it was not working anymore; it¿s not doing anything on their body. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the event occurred during normal use. The patient thought it was the battery and went to the doctors, who used three machines, but couldn¿t get it to work. The issue was not resolved. No further complications were reported/anticipated.